Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture post deployment occurred. The 70% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). After performing predilation with a 3.0x20mm non-bsc balloon catheter, a 4.0x32mm synergy drug-eluting stent was implanted. Post dilation was then performed with a 4.0x12mm quantum maverick balloon catheter however, it was confirmed under ivus that the stent fractured. No further patient complications were reported and the patient's status was good.